Manufacturer narrative:
This report is submitted on august 20, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the audiologist, the patient sustained a head trauma and subsequently experienced a loss of osseointegration resulting in a loose fixture. There are plans to schedule the patient for revision surgery however this has not yet occured as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.